Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operational room due to infection. The whole implantable cardioverter defibrillator system was explanted successfully. The cause of the infection was unknown. The patient was stable throughout the whole procedure and awaiting for the further implant.